Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the catheter migration cannot be determined. The situation seems to be resolved at this time. The patient's weight and medical history were unknown. The information has been confirmed with the physician account.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 2000 mcg/ml; 848.3 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximatley (B)(6) 2017. It was reported the patient experienced a sudden change in therapy/symptoms. The patient had hip surgery back in (B)(6) and noticed a change in therapy around that time. The patient had withdrawal with an increase in spasticity and spasms. A spiral computerized tomography (CT) scan was performed few days ago (approximately (B)(6) 2017) and showed that the catheter had pulled out of the intrathecal space; the catheter tip was detached. On (B)(6) 2017 the hcp did a revision of the spinal portion of the catheter. When the patient was opened up the spinal segment of the catheter was in the pocket where the anchor was. No further complications were reported.